Event description:
It was reported that during setup for a procedure using a coblator ii controller, the unit gave an error message upon connecting the wand. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or pt complications reported as a result of this event.

Manufacturer narrative:
The subject controller was tested using known good compatible accessories. Functional evaluation revealed the controller had an unexpected premature failure of an electronic component on the wand detection circuit inside the unit. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event include: 1. A power surge to the subject controller at the customer's facility. 2. Using an improper power cord or improper extension cord, or a loose power connection at the customer's facility. 3. An unexpected premature failure of an electronic component inside the subject controller. A review of the manufacturing records for non-conformances and deviations indicates the subject controller met manufacturing specification when released for distribution.